Manufacturer narrative:
Product analysis :analysis was able to confirm the customer comment that the control knob was broken, the upper case was broken at the dial menu. It was also identified that the output connector assembly was broken. The hanger assembly, screw and o-ring were missing. The capacitor c277 on main printed circuit board was broken. Two encoder knobs were missing. The lower case was broken and the battery drawer was missing. The display wire insulation were pinched, however wire insulation not compromised. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) control knob was broken. The epg was functional only the knob could not be used .the epg was returned for analysis. There was no patient involvement.